Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that myocardial infarction (mi) and restenosis occurred. In (B)(6) 2011, the patient presented due to stable angina and index procedure was performed. Target lesion #1 was a de novo lesion located in the proximal left anterior descending (lad) artery with 80% stenosis and was 22mm long with a reference vessel diameter of 3.0mm. Target lesion #1 was treated with pre dilatation and placement of a 3.00x24mm promus element ¿ stent with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented with thoracic pain manifesting since 3 days. The pain was retrosternal resembling pressure with radiation to jaws and throat. The patient was admitted for planned coronary artery bypass graft (CABG) on the same day. The patient was diagnosed with non-st elevation myocardial infarction (nstemi). Four days later, 90% stenosis in proximal lad was treated with CABG. Additionally, stenosis in proximal lcx was also treated by CABG. Thirteen days later, the event was considered to be resolved without residual effects and the patient was discharged on same day.